Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. The customer's report of unit powering off while connected to a patient could not be reproduced. Full functional testing identified no discrepancies. Although no event date was provided, the issue was reported on 12/5/25, and device log review showed the most recent event on 12/1/25 along with multiple "battery calibration required" messages, indicating the battery required recalibration to ensure accurate battery status recognition, which may contribute to unexpected shutdown behavior. The battery connection assembly was replaced as a precaution. The device will be recertified and returned to the customer. The surepower ii battery pack guide stated, "for best performance of the battery, you should recalibrate the battery as soon as possible" after receiving a calibration required message. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.